Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 709-04-52e tridentii tritanium multi 52e 75393701a; 626-00-42e modular dual mobility insert 76268901; 6570-0-228 delta v-40 ceramic head 28/+4 85387301; 64951001 proximal fem comp std ly97b; 64853113 mrs fem stem w/o body 13x127mm 239029b; 64956040 gmrs extension piece 40mm l7e2r; 64956080 gmrs extension piece 80mm jcb6e; 7030-6535 6.5mm low profile hex screw 35mm zk6d; 7030-6530 6.5mm low profile hex screw 30mm z94a1; 7030-6530 6.5mm low profile hex screw 30mm z94a1; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Patient had an index left tha on (B)(6) 2021. Patient presented with infection of left hip. Underwent revision for pji on (B)(6) 2021. Mdm and head components were exchanged.